Event description:
The customer reported the unit is not discharging or pacing.

Manufacturer narrative:
The customer reported the unit is not discharging or pacing. The factory has not yet rec'd the device for eval, and the complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.